Event description:
The lead was returned following the patient death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up later revealed the death certificate noted cause of death to be cardiac arrhythmia.

Event description:
The lead was returned following the patient death, analyzed, and subsequently tested out of specification. Follow up revealed the death certificate noted cause of death to be cardiac arrhythmia. No autopsy was performed. The physician reported that per the patients EKG, "the device was pacing for him." The last time the patient was seen at the clinic was (B)(6) 2010 for spinal stenosis. The patients health had been failing over the previous 2 -3 months and the patient had not been eating.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) connector other, distal conductor blood/body fluid (not obstructed), inner insulation torn. Proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) connector other, distal conductor blood/body fluid (not obstructed), inner insulation torn. Proximal segment returned and analyzed.